Event description:
It was reported that an advance sling was implanted on (B)(6) 2011. The patient developed de novo nocturnal urge incontinence on (B)(6) 2012. The patient was treated with vesicare 5 mg per day. The event status is reported as continuing.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.